Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, it was suspected that the lead was not properly connected to the device header. It was noted that the patient felt shock. No further information is available.